Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account with the appropriate blister package in an undamaged condition. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaws were found to be damaged. The rotation knob functioned properly. The jaws could not be operated and failed to open and close. The handles opened and closed without any hang ups noted. The unit was disassembled to evaluate the jaw subassembly, it was found the center rod broken. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends for the complaint. Replication of the observed conditions may occur due to excessive manipulation during application that consequently causes the breakage of the center rod. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the forceps broke when used by surgeon.

Manufacturer narrative:
.

Event description:
A portion of the device did fall into the patient cavity and were not retrieved from the patient.